Manufacturer narrative:
(B)(4). Results: the sonic wire on the apollo wand (wand) was protruding out the distal tip of the wand. The sonic wire was fractured at the connection to the sonic connector in the abs knob on the proximal end of the wand. Conclusion: evaluation of the returned device revealed that a loud sound was heard and the sonic wire was protruding out the distal tip of the wand during the functional analysis. The wand was connected to the generator and powered on. The wand irrigated and aspirated without an issue. However, while depressing the foot pedal a loud sound was observed and the sonic wire began to protrude out the distal tip of the wand. Further evaluation of the returned device revealed that the sonic wire was fractured at the connection to the sonic connector in the abs knob. Extended use of the wand could cause heat to build up at the sonic connector, which may contribute to the sonic wire fatigue. The root cause of the loud noise that was heard during the procedure could not be determined. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a microneurosurgery procedure to treat an intra-cerebral hemorrhage (ich) using an apollo wand (wand). During the procedure, after a few minutes of use, a loud noise was heard. The penumbra sales representative inspected the wand¿s connection to the apollo generator (generator), and found that the black connector had become loose due to the vibration of the machine. The sales representative tightened the black connector, and felt that it had become very hot. The black connector was unable to stay tight; therefore, the sales representative held the black connector in place as the procedure continued. The noise continued and there was still a considerable amount of heat at the black connector, and so at this point the physician removed the wand from the patient and found that the vibration wire was protruding and was exposed outside of the tip of the wand. The wand was therefore not reused, and the procedure was completed using a new wand and the same generator. There was no report of an adverse effect to the patient.